Manufacturer narrative:
Batch review performed on 01 september 2020. Lot 1910223: (B)(4) items manufactured and released on 27-apr-2020. Expiration date: 2025-04-14. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any other similar reported event .

Event description:
The patient came in for a post-op appointment and it was observed that the stem had subsided post-op. The surgeon revised the head and stem 12 days after primary. The surgery was completed successfully.